Event description:
Customer reported a potassium chloride (kcl) over infusion in a cancer center. Customer reported a kcl primary infusion order was 1 liter normal saline with 40 meq of kcl, total bag volume of 1020 ml, over 2 hours. Customer reported the nurse programmed the lvp at 500 ml/hour and volume to be infused at 1000 ml. Customer reported the infusion completed in 1 hour 35 minutes and the volume infused was 741 ml, not 1000 ml as programmed. Customer reported no patient harm and no medical intervention occurred. Customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). The event devices have been received and investigation is pending. A follow up report will be submitted once the investigation has been completed.